Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Publication received regarding a retrospective cohort study of acute peritoneal dialysis in extremely-low-birth-weight infants admitted to the nicu (neonatal intensive care unit) between (B)(6) 2008 and (B)(6) 2018. Publication notes leakage at insertion site with use of arrow catheter. It was reported "catheter related dialysate leakage was reported to be resolved after adjustment of the dwell volume or reinsertion of the catheter on the other side.". No further details regarding catheter issue available. Noh, j., kim, c.y, jung, e., lee, j.h, young-seo, p., byong, s.l, et al. (2020). Challenges of acute peritoneal dialysis in extremely-low-birth-weight infants: a retrospective cohort study. Bmc nephrology, 21:437.

Manufacturer narrative:
(B)(4). Outcome of patient listed as mortality, cause of mortality hyperkalemia.

Event description:
Publication received regarding a retrospective cohort study of acute peritoneal dialysis in extremely-low-birth-weight infants admitted to the nicu (neonatal intensive care unit) between january 2008 and february 2018. Publication notes leakage at insertion site with use of arrow catheter. It was reported "catheter related dialysate leakage was reported to be resolved after adjustment of the dwell volume or reinesrtion of the catheter on the other side." No further details regarding catheter issue available. Noh, j., kim, c.y, jung, e., lee, j.h, young-seo, p., byong, s.l, et al. (2020). Challenges of acute peritoneal dialysis in extremel y-low-birth-weight infants: a retrospective cohort study. Bmc nephrology, 21:437.